Event description:
The baxter viaflo 500 ml bag was programmed into doseedge as a 1000 ml bag. A compound calling for 1000 ml of ns was dispensed in a 500 ml bag after its preparation in doseedge. Upon investigation, it was identified that the ndc was programmed as a 1000 ml bag. Since this error has been identified, an investigation is currently underway to identify if any other compounds were dispensed with this ndc that called for 1000 ml. Included are pictures with various baxter and bbraun bags ranging from 500 ml- 1000 ml. Medication administered to or used by the patient: no; (B)(6).